Event description:
It was reported by patient's attorney that patient underwent total hip arthroplasty in 2007. Post-op, patient experienced pain and revision has been recommended and scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s.